Manufacturer narrative:
B3.

Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to contact support if any further issues arise and was able to continue using the pump without further incident.